Event description:
An (B)(6), male, undergoing elective left lower extremity balloon angioplasty and placement of a thrombolysis catheter on (B)(6) 2011. During the operative procedure, the 6mm x 10mm balloon that was being utilized became caught on the edge of the sheath and the expandable component of the balloon was pulled off and remained intraluminal. There were multiple unsuccessful attempts to retrieve the retained balloon. The decision was then made, rather than attempting a cutdown to retrieve the balloon and placing the pt at a higher risk of injury, that thrombolysis would be attempted and the pt would return to the operating room at another date, for retrieval of the retained balloon.